Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired healing at the evoke closed loop stimulator (cls) implant site. The patient had been in wound care for the past 4 months since implantation and underwent treatment with antibiotics. During the physician¿s evaluation, an infection at the cls implant site was suspected and appeared to be spreading to the midline incision site. A culture was collected and the evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.the medication was administered by a different physician than the physician involved in the original implantation and explantation.

Manufacturer narrative:
First lead information: brand name: evoke cap12 percutaneous lead kit - 60cm. Model: 102878. Catalog: 3008. Lot number: 9018216324. UDI: (B)(4). Second lead information: same as first lead. Anchor information: brand name: active anchor. Model: 104523. Catalog: 3043. Lot number: 9018216303. UDI: (B)(4).